Manufacturer narrative:
E1 - initial reporter address 2:(B)(6). E1 - initial reporter city: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was found to have a damaged keypad and battery door. The cause of the customer reported problem was the defective keypad and battery door. As a result of checking the logs, the manufacturer representative could not confirm that there was no record of the related customer reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad and battery door, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that the power button label was damaged. The screws on both ends of the battery cover were missing. There was no patient involvement.

Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2024-06674 is no longer considered reportable, please disregard any reports associated with it.